Manufacturer narrative:
The stent remains in the patient. A review of the finished device lot history recorded (lhr) did not reveal any non-conformities which could have contributed to this complaint.

Event description:
Device malfunction: stent fracture; time of malfunction: post procedure; time of symptoms/ae: 6 months post-procedure; symptoms/ae: possible claudication; it was reported that in 2006, a stent had been deployed in the left mid-superficial femoral artery. In 2007, the patient exhibited claudication symptoms and angiography showed that the stent had fractured in three places. The patient was scheduled for bypass surgery of the popliteal artery. Though requested, no add'l info was available.